Event description:
The pt was reportedly experiencing loss of sound and no lock between the external equipment and internal device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Revision surgery has been scheduled.